Event description:
It was reported that the pulse generator was in backup vvi. The patient's presenting rhythm was intrinsic faster than 67.5 pulses per minute. The hardware elective replacement indicator byte could not be obtained as an error message was displayed. Due to telemetry corruption, further troubleshooting could not be performed. The device was replaced due to unresolved backup vvi status.

Manufacturer narrative:
Na